Event description:
It was reported that (6) devices were used during a hepatic transplantation. It was reported by the affiliate that the tim20 instruments would not deliver clips. Also one of the tim20 devices would open after clipping the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.